Event description:
It was reported that the customer had a lost sensor alert and about 2 weeks ago, the customer's mother put 40 units of insulin instead of 40 carbs manually. Customer had another low blood glucose level and the paramedics came on (B)(6) 2015. Customer was told to eat crackers and juice. Customer was not treated because she declined treatment. Customer's blood glucose level was 59 mg/dl at the time of the incident. Customer declined troubleshooting. Customer was advised to follow her health care provider's instructions for treatment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.